Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, one day post implant, that the right atrial (ra) lead was unable to sense p waves in unipolar or bipolar. A chest x-ray was performed and confirmed a lead dislodgement. The atrial lead had fallen into the ventricle. The lead was revised and remains in use. No patient complications have been reported as a result of this event.